Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had an increased recharge burden. The physician planned to replace the ipg at a future date. It was reported the sjm representative would not be able to meet with the patient prior to the procedure, which was scheduled for a future date.